Manufacturer narrative:
The customer contacted a siemens customer care (ccc) specialist and stated that they obtained discordant na results. The customer replaced the "standard b" solution. The customer then calibrated and ran quality controls (qc) and considered the issue resolved. The ccc specialist instructed the customer to run five patient samples on the same instrument and on an alternate instrument, and discovered that the samples were still discordant. A siemens field engineer service (fse) specialist was dispatched to the customer site. The fse replaced the integrated multi-sensor (imt) rotary valve and performed an auto alignment. The fse also aligned the horizontal position errors. The fse then replaced the probe and adjusted the vertical assembly and performed auto-alignment. The fse ran a quick check, which passed. The fse reset the imt and ran the dilution check and qc, which were within acceptable ranges. The fse re-visited the customer site to check the imt data. No errors have been obtained since the service visit. The cause of the discordant na results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The discordant samples were repeated on the same instrument and on an alternate dimension vista instrument, all resulting lower than their initial result except patient (B)(6), which resulted higher than the initial result. The samples repeated on the same instrument were still discordant compared to those obtained on an alternate dimension vista instrument. Only the corrected results obtained on the alternate dimension vista instrument for patients (B)(6) were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.